Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a peripheral stent was implanted after the perclose closure device did not catch in the right femoral artery. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).